Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 199 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/26/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states he compare results at doctor's office and there was a 10 point difference in the results.